Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: rupture: observed, broken the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed. Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10.

Event description:
Patient reported right side implant rupture. Device has been explanted.

Event description:
Patient reported, implant rupture. Device remains implanted. This relates to the right side.

Event description:
Patient reported implant rupture diagnosed by MRI. Device has been explanted and replaced with a non-allergan device. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as surgical damage. Additional observations: ¿ no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, patient details, device return, device photos has been requested. No additional information is available at this time. Reason for reoperation: rupture. Clarification to d.7.: explant has not been confirmed.

Event description:
Patient reported implant rupture. Device remains implanted. This relates to the right side.